Event description:
Davol fa rec'd medwatch report ((B)(4)) reporting an adverse pt outcome. On (B)(6) 2010 - pt underwent right inguinal hernia repair using kugal mesh implant (bard monofilament). Since the date of this procedure the rptr has experienced unabated burning, stinging and pain in the area of repair.

Manufacturer narrative:
Info supplied on the medwatch report did not include contact info and as such davol cannot f/u to request add'l info. The initial reported referred to the mesh as being a kugel mesh and suggesting a possible malfunction of the "memory recoil ring." However, the catalog and lot number provided is for a flat mesh, not a kugel and which does not contain a recoil ring. At this time no connection can be made between the reported event and the davol product in question. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.